Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the stylets were very difficult to thread, and if threaded were not able to be inserted all the way. The reporter stated that it appeared that something in the distal end of the lead was preventing the stylet from advancing. A replacement device was used for implant. It was noted that the device was used in a patient, there was no patient injury, and the patient status was noted as fully recovered.

Manufacturer narrative:
Final analysis of the lead found no anomaly. Four known good stylets could be inserted into the lead without difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.